Manufacturer narrative:
Concomitant product: model number: 1201. Serial number: (B)(6). Model description: tined lead. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient had the device explanted because it was not effective and caused pain and discomfort at the implant site. The patient also reported urinary incontinence and shocking sensations. The patient was doing well post-operation. There were no additional complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient had the device explanted because it was not effective and caused pain and discomfort. The patient also reported urinary incontinence. There were no additional complications reported.